Event description:
During an investigation into a subsequent revision, a previously unreported event was discovered. Per the info provided to co through means of the physician/surgeons operative notes, an "exploration of a penile prosthesis due to pain" was performed as well as the removal of foreign body and reconstruction of the suspensory ligaments of the penis. As stated, indications "chronic pain with right epididymal orchitis and he has been unable to use the device". During the procedure it was stated, " a hard 1 cm round mass was palpated about 3 cm lateral to the incision site and removed. This appeared to be a spontaneous calcification of a blood vessel in the subcutaneous tissue" rear-tip extenders which totalled 4 cm on the right side and 5 cm on the left side, were removed".